Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter, described as ¿a bulge¿, was found on the non-patient end of a bd micro-fine¿ pen needle. The device was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. Retention samples were checked. The fm customer stated is lubricating oil on the cannula that does not impact the customer application. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7188308. Investigation conclusion: no samples or photos were returned for analysis. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that foreign matter, described as ¿a bulge¿, was found on the non-patient end of a bd micro-fine¿ pen needle. The device was not used and there was no report of injury or medical interventions.